Manufacturer narrative:
Patient with a total knee implant developed an infection. Revision surgery is planned to exchange poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient with a total knee implant developed an infection. Revision surgery is planned to exchange poly inserts.